Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a right thoracoscopy and lung biopsy, when the device fired the stapler got stuck to the tissue. Surgeon felt the tissue the tissue was getting ground up and the device was not cutting cleanly. The device did not fire the full range of the reload; it partially fired. There was poor staple formation. The staple line was resected using a new staple line. Additional lung parenchyma was resected to avoid prolonged air leak and bleeding. The malformed staples from the initial misfire did interfere with the re-staples suture line. A new device and reload was used to complete the procedure. No reinforcement material was used. The patient is currently an inpatient with a persistent air leak. There was tissue loss and tissue damage as a result of the product issue. The surgical time was extended by approximately 30 minutes.